Event description:
Country of complaint: (B)(6). Connection valve could not be removed. No patient injury. Surgery prolonged approximately 30 minutes.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the hydrolift arrived in assembled condition. After a general visual inspection of the implant, we tried to remove the connection tube with the corresponding tool. The connection tube could not be removed. It has been determined that the connection tube was experiencing a cold-weld between tube and cylinder. The root cause is not clear; however, it is possible that the tube and cylinder of the connection valve had an unusually good fit and in combination with the storage times (the implant was produced in (B)(4) 2011) this caused or contributed to the cold weld effect. This is the first report of this nature. The manufacturing documents have been checked and found to be according to the specifications during the time of production.